Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a cracked triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers cracked. The device was manufactured to the g revision review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Ncr and CAPA were opened to perform a root cause investigation. CAPA concluded design was the root cause and materials were changed.

Event description:
It is reported by the medical engineer of the hospital, that the ankle clamp of the triathlon-knee-system was broken at one of its arms. The hospital had another system to continue the surgery.

Event description:
It is reported by the medical engineer of the hospital, that the ankle clamp of the triathlon-knee-system was broken at one of its arms. The hospital had another system to continue the surgery.